Event description:
Subsequent to the previously filed medwatch report, additional information was received. It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a proglide device after a percutaneous coronary intervention procedure with a 6f sheath. Reportedly, the device functioned as expected and there were no issues with its performance; however, the physician made a technique-related error during the final stage of the procedure due to a lack of experience. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported use error was confirmed that it was due to the physician¿s lack of experience. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, the investigation determined that the reported issue appears to be related to user error. The subsequent treatment appears to be related to circumstances of the procedure. It was reported that the physician lack experience in the use of the device. It should be noted that the electronic proglide instructions for use (eifu), states: the device should only be used by physicians (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and/or interventional catheterization procedures and who have been trained by an authorized representative of abbott vascular. Prior to use, the operator must review the instructions for use and be familiar with the deployment techniques associated with the use of this device. The reported physicians lack of experience in the use of the device likely contributed to the reported failure of the device. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B1: correction adverse event/product problem updated to adverse event. D9: device available for evaluation updated from ni to yes. G2: report source health professional was added. H6: medical device problem code 3190 was removed and 2017 failure to follow steps / instructions was added.

Event description:
It was reported that an unspecified failure occurred with a proglide device relative to an unspecified procedure. No additional information was provided at this time.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.